Manufacturer narrative:
A ge service rep performed an onsite investigation. A previous backup of system software was reloaded, however this did not resolve the issue. Further technical assistance was requested. No further conclusion can be drawn as additional repair info is currently unavailable and no additional service info was provided.

Event description:
The customer reported that the system inter-mixed pt image data. No pt serious injury or death was reported related to this event.